Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The sureform 45 curved-tip stapler instrument has been evaluated by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The initial findings were confirmed. The procedure logs were reviewed and show this instrument was fired 9 times (6 white reloads, 1 green, and 2 blue). The last firing with a blue reload was shown as successful, however firing force was increased compared to previous fires. The subsequent unclamp was also shown as successfully completed with a high unclamp force. No initialization failures, firing failures, or unclamp failures were confirmed through log review. The instrument was disassembled for inspection, revealing that the outer tube, which is seated over the sleeve, was displaced. This displacement likely contributed to the bunching and subsequent tearing of the sleeve, which has been identified as a manufacturing defect. A full disassembly further showed that the I-beam sleeve had bunched at both the outer snake wrist tube and the opening of the distal clevis channel. The sleeve appeared torn, compressed, and bunched during the extension and retraction of the I-beam throughout use. No missing fragments were identified, and no detached pieces were observed outside of the I-beam assembly. Additionally, a lodged staple was found behind the I-beam assembly, likely dragged into the mechanism during the procedure. While it is unclear whether the lodged staple directly contributed to the sleeve damage, its presence suggests a susceptibility to entrapment and potential interference. Further examination revealed that the distal end of the distal clevis had fractured. During disassembly, a portion of the distal clevis detached from the assembly, and the fracture surfaces appeared to fully mate. As the I-beam moved backward during the unclamping sequence, the accumulated force from these obstructions within the clevis channel exceeded the component¿s structural tolerance. It is likely that drivetrain friction increased during the final firing and unclamping sequence, as indicated by the notably higher firing and unclamping forces compared to earlier deployments. The observed resistance and drivetrain friction, resulting from sleeve damage, may have impeded the normal extension and retraction of the I-beam. The returned reload was tested and successfully deployed using the specified stapler without complications. The staple line and cut were clean, with no deformities or abnormalities. A comprehensive examination of the reload confirmed no additional defects or functional concerns. The complaint was confirmed by failure analysis. A device history record review for the device(s) involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause of the lodged staple is attributed to the component's susceptibility to damage. Furthermore, the probable root cause of the I-beam assembly failures is attributed to a sleeve damage originated from a manufacturing issue. And the probable root cause of the broken distal clevis is attributed to the component¿s susceptibility to damage, exacerbated by the increased force from lodged staples and sleeve remnants.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform curved-tip 45 stapler instrument was analyzed and found to have sleeve damage. Upon further inspection, it was determined that the stapler couldn't open grips due to a damaged I-beam sleeve, which also prevented the grips from opening and closing properly. The I-beam assembly could be manually driven out. The complaint was confirmed by failure analysis. The sureform 45 blue reload was returned with a sureform curved-tip 45 stapler. The reload was effectively deployed using the specific stapler, demonstrating no complications. The staple line and cut were both clean, devoid of any deformities or abnormalities. Additionally, a comprehensive examination of the reload was carried out, uncovering no further issues.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the sureform 45 curved-tip stapler instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the sureform 45 stapler did not open after stapling the lung. The blade did retract back. It was clamped shut on the lung tissue. It was the last firing needed so they took the stapler out of the robot and got the lung out that way. The stapler was still clamped shut. The procedure was completed with no known impact or patient consequence was reported.